Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the dall miles cable cutter would not open up enough to feed the cable through to enable a cut on a primary hemi arthroplasty. Another cutter was used and the surgery was completed successfully.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the dall miles cable cutter would not open up enough to feed the cable through to enable a cut on a primary hemi arthroplasty. Another cutter was used and the surgery was completed successfully.